Event description:
During platelet collection procedures performed in 2003 (it01489), 3 months later, (it01487), 8 days later (it01489) and the following month (it01487), trima accel indicated no contaminating wbc events. Leukocyte testing by flow cytometry indicated wbc contamination in all four procedures.